Event description:
(B)(4). It was reported that during a peripheral stenting treatment procedure the stent delivery system (sds) was stuck to the guide wire. The lesion was located in the iliac artery. The physician advanced the zipwire hydrophilic guide wire across the lesion. Next, the 8 x 60 x 75 express ld iliac biliary stent system was advanced and the stent was deployed in the lesion. As the physician attempted to remove the express ld sds from the patient, the sds was stuck to the zipwire. The physician removed both devices as a unit. The physician completed the procedure with this device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).